Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc(single board computer) cpu assembly was identified as the cause of the event and ordered for replacement. The reported problem was resolved by the customer's biomedical department. No additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system won't boot. The fse determined the cause of the problem to be the single board computer. The customer declined service, no repair completed. The sbc (single-board computer) that runs the operating system. The sbc provides overall system control and optional surgical navigation interface, operating system for video processing and control, and for image management. Based on age of the system, manufactured in 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.